Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. <continued monitoring was recommended. The device will remain implanted and the patient will be monitored at this time. No additional adverse patient effects were reported.